Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient's mother reported that the transmitter did not work anymore and that their smart device displayed an error message but was unsure of what the message was. No medical intervention was reported. Additional event or patient information is not available. Data was received for evaluation. A review of the data log could not confirm the reported event of the transmitter not working. A loss of connection was observed during log review; however, it is unrelated to the customer complaint. A root cause could not be determined.